Event description:
It was reported that during a pta procedure in an upper arm fistula for a 90% stenosis in a central lesion, the second pta balloon used for the procedure ruptured circumferentially, after the first inflation with a 10 cc syringe. The sheath used was an 8f with a hydrophyllic guidewire, size not known. The doctor performed a cut down to remove the balloon and the sheath. The patient is doing fine and no residual balloon pieces were left in the patient. Lesion had only 10% residual, so the doctor did not need to use another pta balloon.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the balloon hub had dried blood inside, otherwise intact. There was evidence of dried blood in the y-hub. The shaft of the catheter had 2 severe kinks. The first kink was just at the distal end of the strain relief and the second kink was located approximately 13.5 cm from the distal tip. The introducer, with the catheter shaft still inserted, was completely separated just distal of the introducer hub. The cause of the observed separation of the non-bard introducer is unknown. The separation is not an even break and appeared to be more of a torquing issue than a tensile issue. The refold tool was still located between the introducer and the strain relief. The balloon was completely circumferentially separated at the approximate mid-body of the balloon. The balloon material was completely bunched up distally and proximally, exposing the inner shaft and both marker bands. The distal tip was still attached. There were 2 severe kinks on the exposed inner shaft. The first kink was approximately 15 mm from the distal tip and the second kink was approximately 26 mm from the distal tip. Due to the condition of the sample, no further evaluation could be performed. The result of the investigation was confirmed for a circumferential balloon rupture, root cause unknown. It is unknown if patient and/or procedural issues contributed to this event. It was noted that the balloon was inflated a 1 syringe, therefore, atm's achieved was not known. The current IFU (instructions for use) states; warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceed. To prevent over pressurization, use of a pressure monitoring device is recommended.